Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital complaining of chest pain. While there, a catheter procedure was performed at which time high pacing rates around 120-130 was noted. It was unknown if the patient had arrived with this high pacing rate or if it occurred during the hospital visit. Boston scientific technical services (ts) discussed with the field representative there are some known issues with the device minute ventilation (mv) potentially being effected by hospital equipment. There was no additional adverse patient effects reported.

Manufacturer narrative:
The device was reprogrammed implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.